Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue by using the maxcore instrument. It was reported that during the procedure, the outer cannula allegedly can¿t be fired. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows the maxcore device was handled by technician, and it was half primed position. The second photo shows that the maxcore device in its half-primed position which was placed inside the package. No other anomalies were identified. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was provided. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue by using the maxcore instrument. It was reported that during the procedure, the outer cannula allegedly can¿t be fired. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.